Event description:
The recipient is not hearing much with the left device. The recipient always had trouble with the left side and did not want to wear the external processor much; however, he had been using the device consistently and lately is still not hearing. No incident, swelling or redness or changes to the user health and medication were reported. The user was re-implanted on the (B)(6) 2019. This report refers to 9710014-2019-00789. For further information please refer to this report.